Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phaco emulsification tip (phaco tip) with a wrench, in a bag was received for the report. The returned sample was visually inspected and was found to be broken at the cone to cannula transition area. The breakage was slightly jagged and uneven wall thickness was observed. Walls were observed to be thin with a crack on the cannula at the thin area. The back hole was slightly off center. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Photo was reviewed by the manufacturing site. Photo is of a wrench in a bag with a broken phaco tip. Phaco tip is broken at the cone to cannula transition area. Reported issue is confirmed from the photo review. The complaint evaluation confirms the reported issue. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed and the record opened for this file is for trending of the defect of uneven wall thickness of the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30 times magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician and biomedical engineer reported that the phaco emulsification tip (phaco tip) broke in two with clear reduction in ultrasound and ineffective increase in longitudinal tension during cataract surgery (with intra ocular lens implantation) surgery of a female elderly patient. The tip was removed from the eye on the same day as the surgery. There was no information about any impact on patient. Additional information has been requested but none received till date. This report pertains to phaco tip involved in reported events.